Event description:
It was reported that there were issues noted with pump telemetry. The reporter had tried telemetry on different days and in different locations and noted that achieving completed telemetry was difficult. No abnormalities were noted in the logs. The pump was not implanted.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.